Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the impactor broke while inserting the pfna blade. No fragments were generated. Procedure was successfully completed with a delay of about 1-2 minutes. There were no consequences for the patient. Concomitant device: pfna blade (part: unknown, lot: unknown, quantity: 1). This report is for an impactor for pfna blade. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 03.010.410; lot: 9527707; manufacturing site: bettlach; release to warehouse date: 27.jul.2015. The device history record shows this lot of (B)(4)pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Investigation summary: investigation selection, investigation site: cq zuchwil, selected flow: 5. Broken. Visual inspection: the evaluation has shown that the laser weld on top of the handle is broken. Therefore the handle is separated from the shaft. The evaluation has shown that the device is in a used condition, there are marks of hammer blows visible. Dimensional inspection: not required per selected investigation flow in w-m-s080 appendix a as root cause is use related. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: the material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. The laser welding was performed according to the specification without any reported nonconformities. Summary: the received condition of the instrument is concordant with the complaint description and the complaint condition is confirmed. This lot of (B)(4) pieces was manufactured in july 2015 according to the specification. The evaluation has shown that the laser weld on top of the handle is broken. Therefore the handle is separated from the shaft. The evaluation has shown that the device is in a used condition, there are marks of strongly hammer blows visible on top of the instrument. Therefore it can be assumed that these damages of the instrument did lead to the breakage of the weld. However, due to other complaints of the same nature, relevant actions have been taken for this part. Relevant issue related actions have already been taken. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.